Event description:
It was reported a patient enrolled in a clinical study underwent a left partial knee arthroplasty on (B)(6) 2007. Subsequently, patient experienced pain and implant clicking. There has been no reported revision procedure. Patient expired on (B)(6) 2013 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain."